Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had air leakage and pinholes in the bending rubber. There was no report of patient harm. The device was returned, evaluated, and it was found that the adhesive part of the device's objective lens had peeled off. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a pinhole on the bending section cover and the universal cord. In addition to the peeled adhesive, the following were found: loss of water tightness due to a damage on the light guide cover glass, a chip on the bending section cover adhesive, a less than standard value of the bending angle in the up direction due to angle wire wear, a scratch on the control unit, switch#1, the grip, the angulation lever, the right/left lever, the upward/downward plate, the right/left plate, the light guide connector, the video connector, and the video connector case. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported phenomenon (peeled adhesive) was likely caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor the field performance for this device.